Event description:
The customer reported an intermittent error message. This message instructs user to shut system down, wait 10 seconds, and restart. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The hard drive and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.